Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Patient received 2 appropriate shocks during vf. Post shock sinus rhythm was 20 bpm. No allegation of a death. The patient reported that the gel was burning their skin where the te pads are. The area healed on its own and the patient did not seek medical attention for the burning skin. As the device acted as designed. Reporting out of caution due to skin injury.